Manufacturer narrative:
One fogarty catheter model 12tlw803f was received by our product evaluation laboratory for a full examination. The report of balloon deflation issue was not able to be confirmed. As received, both balloon and windings were intact. However, balloon could not be inflated, and back pressure was observed from balloon inflation lumen. An unknown clear material was found at approximately 8cm from distal tip into the balloon inflation lumen. Per chemistry analysis results, the ir spectrum of unknown material showed similar absorption characteristics when comparing to phorone like material. Per IFU: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency were observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on engineering investigation, the bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. Additionally, the units go through a balloon visual and inflation inspection as part of our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty catheter, the balloon was not able to deflate. There was no allegation of patient injury. The product was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.